Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7077484.

Event description:
It was reported that the patient developed an infection at the midline incision as it was not healing properly following the implant procedure. Symptom of drainage was noted. The patient went through two rounds of antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the medical facility.